Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, we could not determine the identity of the foreign material or identify the root cause of its presence based on the obtained information. The root cause of the event could not be determined. Such events can be detected and prevented according to the following ifus: instruction manual gif-1200n operation chapter 3 preparation and inspection, the detection method is described. Instruction manual gif-1200n cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories to be reprocessed) describes preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope had foreign matter in the nozzle tip. There were no reports of patient involvement.